Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instruction for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous, 99% stenosed mid left anterior descending artery. Pre-dilatation was performed on the lesion. During deployment of the 3.5 x 12 mm xience v stent in the calcified lesion a stent edge dissection occurred. The dissection was treated with an additional xience stent. No additional information was provided.